Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: 5. Strip code: 5. Strip storage: unknown, but good condition. Symptoms: dehydration, constant urination, headache, shakes, and vomiting. A patient reported they hospitalized and were seen by doctor. Their meter allegedly was inaccurately high. The result on their meter was 420 mg/dl. The result on the doctor's meter was unknown. The time difference between patient's meter and doctor's meter was unknwon. Treatment was sliding scale of regular insulin every 4 hours. No further info has been reported.